Event description:
The customer observed falsely elevated alinity c creatinine results generated on the alinity c processing module for one sample. The following results were provided: (customer provided creatinine reference range 0.7-1.3 mg/dl) (B)(6) 2025 sid (B)(6) initial result = 3.06 mg/dl, repeat result on (B)(6) 2025 = 1.05 mg/dl no impact to patient management was reported.

Manufacturer narrative:
Multiple parts of the alinity c processing module were replaced, cleaned, and calibrated. The instrument service history of the alinity c processing module returned no additional complaint tickets. Data and information provided by the customer were reviewed. A review of tracking and trending for the alinity c processing module did not identify an increase in complaint activity. A review of the manufacturing documentation did not identify any non-conformances or potential non-conformances related to the current complaint. Product labeling was reviewed and found to adequately address the issue. A review of the manufacturing documentation did not identify any nonconformances or potential nonconformances. Based on the available information, no systemic issue or deficiency of the alinity c processing module, serial number (B)(6) was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated alinity c creatinine results generated on the alinity c processing module for one sample. The following results were provided: (customer provided creatinine reference range 0.7-1.3 mg/dl). (B)(6) 2025 sid (B)(6) initial result = 3.06 mg/dl, repeat result on (B)(6) 2025 = 1.05 mg/dl. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.